Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer found that the emergency power went off-line, compounded with it issues able to get the station back up and worked with plant operations and local it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.